Manufacturer narrative:
Upon return to our post market quality assurance laboratory, visual inspection noted that set screw marks were present on the terminal pin and ring. The polyurethane insulation was twisted counterclockwise in an area from 8 to 19 centimeters (cm) from the terminal pin; there were no insulation breaches in that area. The suture sleeve remained tied-down to the lead body from 24.5 to 27 cm from the terminal pin. The helix was in good condition with no sign of damage; the presence of tissue was noted at the helix base. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead also passed stylet insertion testing. Our analysis and testing could not confirm the clinical observations of loss of capture and dislodgement.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that the patient passed away after this right ventricular (rv) pacing lead was explanted and replaced after it exhibited loss of capture and dislodged due to the patient twiddling the lead. A boston scientific field representative reported the patient did not experience syncope or pacing inhibition as a result of the dislodgement/loss of capture. The representative indicated the lead had been twisted to such a degree that it appeared to be braided. The patient had a high international normalized ratio, and was given fresh frozen plasma prior to the lead revision. A new rv pacing lead was placed without incident, the device pocket closed, and a post-implant device check was conducted without incident. As hospital personnel were moving the patient from the operating laboratory to a recovery bed, the patient experienced a ventricular fibrillation (vf) arrest. The hospital staff were unable to convert and rescue the patient. There were no allegations against this lead or the replacement lead.